Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are the lot numbers of the clips used available? No, not available.

Event description:
It was reported that the patient underwent a laparoscopic sigmoidectomy procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the clips broke up when those were clipped on the suture. Another like device was used to complete the procedure. There were no adverse consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Cartridge reload received with only two clips loaded on the cartridge and no apparent damage. Visually and functionality tested the clips all were found to be acceptable.